Event description:
It was reported that while using bd syringe 0.5ml 30ga 1/2in the hub separated from device. This occurred on 2 separate occasions, there was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle hub separated into shield.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary. Customer returned a loose hub-needle/shield assembly without the barrel. The returned sample indicates that this separated from a barrel. A review of the device history record was completed for batch# 9144836. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. Capa1630423 has been opened to address this issue. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd syringe 0.5ml 30ga 1/2in the hub separated from device. This occurred on 2 separate occasions, there was no report of patient impact. The following information was provided by the initial reporter: it was reported that needle hub separated into shield.